Event description:
It was reported that the patient presented to the operating room for a biventricular system implant. During procedure, the left ventricular lead exhibited difficulty advancing over the guidewire and the two had become stuck. The lead was flushed with no resolution. The lead was not used and a new lead was implanted successfully. There were no adverse consequences to the patient.